Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation breached esc and cosmetic esc and cosmetic cut and depression, apparent explant damage. Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer by a competitor following the patient's death, analyzed, and subsequently tested out of specification. Follow up with the clinic reported they had last seen the patient in the clinic 5.5 months prior to death. Patient was stable with no chest pain or syncope and no device or lead issues. The patient was pacemaker dependent. The cause of death was requested and not received.